Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (abb tactile cng/unresponsive) issue. It was reported that the audio bolus button was not responding. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 01/24/2014-device evaluation: the insulin pump has been returned and evaluated by product analysis on 01/13/2014 with the following findings:a visual inspection of the pump found no cosmetic damages. Investigation found that the audio bolus button cover was intact but the button was unresponsive to presses. No other defects were found in the investigation.